Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was opened but not used, as the leading haptic was in a bad orientation, with no patient contact or harm. The surgeon decided to use the backup lens. Additional information was requested but is not available at the time of this report.